Event description:
It was reported that during device change out for normal eri, an abrupt increase in pacing lead impedance was observed. No lead anomalies were seen on fluoroscopy. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Device not returned. (B)(4).